Manufacturer narrative:
Medical device expiration date: unknown. The customer's address is unknown:  (B)(6) has been used as a default.  Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
It was reported that the bd precisionglide¿ needle broke. The following information was provided by the initial reporter: the needle snapped in half.